Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that the patient had a surgery unrelated to the pump on (B)(6) 2024 and the surgeon hit the catheter while using bovie. However, the company representative (rep) was unsure if the catheter was damaged and they did not notice any leaking, but they decided to splice in, remove 1-2 cm, and reconnect the catheter to be safe. The issue was resolved. Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the hcp thought he may have hit the bovie so replace the catheter as precaution. There was surgical intervention for the event. However, the catheter will not be return for analysis.